Manufacturer narrative:
Evaluation summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
A competitor reported that there was an alert and warning for high right ventricular (rv) pacing impedance. High atrial threshold was also reported. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.